Manufacturer narrative:
The explanted products were not returned to boston scientific. A new pacing system was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker, right ventricular defibrillation (rv) lead, right atrial (ra) lead experienced itching and a wart was observed around the device pocket area. The pacemaker, ra and rv leads was explanted and replaced due to a suspected patient infection. There was no additional adverse patient effects were reported.